Event description:
The customer stated that he had received high blood glucose and control test results. His initial complaint did not meet the criteria to be reported, but his test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read ell (confirms exposure) and an average of 299 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.